Event description:
A bayer representative reported the following: a 68-year-old female patient with bicuspid valve stenosis was undergoing a tavr (transcatheter aortic valve replacement) procedure while connected to a medrad® avanta fluid management system. The customer described the following in a completed questionnaire, " the piston separated from the cylinder and the injector would not work due to this. After several attempts to clear the error message the issue was identified. The cylinder was replaced but a communication breakdown occurred and the technologist that scrubbed into the case purged the new cylinder into the patient resulting in a large air embolus which resulted in transient cardiogenic shock and recurrent vf (ventricular fibrillation)." The patient required CPR (cardiopulmonary resuscitation), multiple shocks, and mobilization on the cardiopulmonary bypass machine. The patient was reported to have recovered and discharged to home with a referral for cardiac rehabilitation.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system (sn#: (B)(4) was performed by bayer service on october 3, 2022, and the system was found to be performing to specifications. The site continues to use the injector after the reported event. No further issues have been reported. Bayer requested the return of the suspect disposables used during the incident; however, the customer reported that the disposables were unavailable for return. Further, the customer was unable to provide the lot numbers of the disposables used during the incident; therefore, testing of retained samples was not possible. A bayer clinical specialist conducted additional applications training on october 25, 2022 and reviewed important safety protocols with the hospital team. The medrad® avanta fluid management system operation manual instructs the user as follows: "to minimize air embolization risks, ensure that one operator is designated as being responsible for filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air." "Warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company, or its employees caused or contributed to reportable event.